Event description:
Literature article received: ¿this report is being filed after the subsequent review of the following literature article: reference: lebel, d. (2012). In vivo functional performance of failed prodisc-l devices. Spine. Volume 37, pp e1209-e1217. USA¿ this article discusses a retrieval analysis of wear modes and fixation of lumbar total disc replacements (tdrs). Explanted prodisc-l tdrs were prospectively collected during a 7-year period between 2005 and 2011 and analyzed. The purpose of the study was to assess the in vivo modes of wear and fixation of lumbar tdr with the prodisc-l device. Nineteen prodisc-l devices from 18 patients were explanted for pain, prothesis subluxation/migration, end plate collapse/subsidence, polyethylene dislodgement, and unknown causes. This report is for device 1. Device 1 was explanted from a (B)(6) year old female patient. Device 1 was implanted at level l5-s1, the implant size was medium, and the polyethylene size was 14mm. The device was explanted due to subluxation of prosthesis. The surgeon-reported presentation was low-back pain (lbp) and leg pain, subluxation and failure of prosthesis. Analysis of the explanted device showed backside wear, 5% superior component ingrowth, and 10% inferior component ingrowth. This report is 2 of 48 for (B)(4). This report is for an unknown prodisc-l device, unknown part#/lot#. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Lebel, d. (2012). In vivo functional performance of failed prodisc-l devices. Spine. Volume 37, pp e1209-e1217. USA. This report is for 1 unknown prodisc-l polyethylene inlay / unknown lot. UDI: unknown part number, UDI is unavailable. Initial reporter phone number: (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.